Event description:
A power source alert 07 was reported. There was no adverse impact to the customer's blood glucose level. The caller resolved the issue by plugging the charging cable into a tandem wall adapter, which allowed the pump to begin charging. No further assistance was required.